Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, while the patient was still in the regular ward after initial implant, the vad coordinator noticed the system controller history showed a low flow event with a pump stoppage when the patient was supported by the power module. All of the connectors and cables were checked and it was decided to exchange the system controller. No alarms occurred after exchanging the system controller. The patient was reportedly asymptomatic.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the information recorded in the log file retrieved from the returned system controller. The log file contained approximately 5 days of events from (B)(6) 2016 where numerous pump power and flow elevations were recorded, 8.0-14.2 watts and 8.0-12.0 lpm respectively. The information recorded on (B)(6) 2016 indicated that there was a pump speed reduction to 0 rpm at 21:45. A full functional test was performed and the returned system controller passed all test steps. The returned system controller operated for extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The investigation was unable to identify a correlation between the returned device and the events captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.